Event description:
It was reported that the user experienced an infusion set failure with a contact detach set while using the ilet, after which blood glucose rose above 400 mg/dl for about three hours until the user disconnected and administered manual insulin; a factory reset was performed with support. Symptoms included hyperglycemia followed by hypoglycemia to 40 mg/dl, which was treated with oral glucose. Outcomes included transient loss of glycemic control without hospitalization or professional medical intervention. Investigation included user interview, troubleshooting, and education. Investigation of this case revealed an unclear cause for the infusion set failure with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and could not be linked to a specific device fault. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.